Manufacturer narrative:
The lead was returned due to unable to implant. A complete lead was returned in one piece. The s-curve hump height was measured within specification. Visual examination found no anomalies. Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead was failing to implant. The lv lead was not used. The physician elected to use second lv lead to complete the procedure.